Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during a laparoscopic donor nephrectomy procedure, the laparoscopic procedure was converted to an open procedure due to device problem. The aorta was ruptured during the procedure. Surgical intervention was needed. There was a temporary injury. There was tissue damage. The excision was extended by more than 1in (2.54 cm). The tear was sutured in order to resolve the issue.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device the visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.